Event description:
In 2002, I consulted with dr about lasik surgery. He examined my eye and determined that I was eligible for the surgery. I then met with an office assistant who clearly explained the pros and cons of the surgery. She made it clear that lasik surgery would not improve my near vision and that as I aged, my vision would continue to deteriorate. I went home with a packet of material and instructions pre and post surgery. I also went to another doctor for a 2nd opinion. I met with the doctor and she determined that I was eligible for lasik surgery. However, her practice involved much cosmetic eye surgery whereas the first dr. Practice was exclusively devoted to lasik surgery. I selected the first doctor. I had lasik surgery to correct myopia in 1 eye. Six years later, I'm very pleased. I have no side effects except infrequently dry eye. My ophthalmologist has commented repeatedly that the dr did a great job.